Event description:
The customer was hospitalized with dka. Troubleshooting revealed it had been several days since the customer had changed the infusion set. Explained the rule of changing the set after two consecutive high blood sugar readings.